Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('extremely painful/ efree') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and gastrooesophageal reflux disease ("acid reflux"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the pelvic pain had not resolved and the gastrooesophageal reflux disease outcome was unknown. The reporter considered gastrooesophageal reflux disease and pelvic pain to be related to essure. Concerning the injuries reported in this case, the following ones were reported from social media report- pelvic pain, acid reflux no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.